Manufacturer narrative:
One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. Inner cutter in the port. The sample was then functionally tested for actuation and cut. The actuation and cut functionality of the returned probe was unable to be tested due to inner cutter remaining in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed nonconforming, no presence of adhesive on the inner cutter. Gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation failure; the evaluation indicates the probe had a cut failure. The cause for the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated associated with the inner cutter/coupling detachment. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vitrectomy probe did not work, as it did not open the guillotine properly before vitrectomy surgery. Kit was replaced to complete the surgery. There was no patient involvement.